Event description:
Patient did well immediately post op. The procedure and implant went flawless. No issues at all. Patient coding occurred 3 days post-procedure. Patient coded (B)(6) 2022. Patient outcome - "patient expired (B)(6) 2022."

Event description:
Patient did well immediately post op. The procedure and implant went flawless. No issues at all. Patient coding occurred 3 days post-procedure. Patient coded (B)(6) 2022. Patient outcome - "patient expired (B)(6) 2022."